Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) performing pm replaced the battery to address the reported issue. The unit passed all functional and safety checks to factory specifications. The fse completed pm and returned the iabp to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge field service engineer (fse) that the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement, and there was no adverse event reported.